Event description:
It was reported, that the rigid video scope had flickering image and abnormal color. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had flickering image and abnormal color. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customer's complaint was confirmed. It was noted that the issue occurred due to component failure of the sheath from the cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of this complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.